Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown; therefore, no review of the device history record could be performed. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Would infection, discharge, and odor are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma/inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of possible wound infection, discharge, and odor.

Event description:
It was reported that 14 months following a sling procedure, the patient experienced a lot of pain in her upper vaginal space. The doctor examined the patient in her office and found the area inflamed and noted a serious fluid pocket between the bladder and the vaginal wall. The patient was hospitalized and placed on antibiotics. The patient returned to the doctor's office approximately 2-1/2 weeks following discharge from the hospital complaining of pain. Exploratory surgery was performed in 2007 by another doctor. The doctor noted that part of the implant was infected. He observed exposed dehiscence of the vaginal mucosa and that the tissue had dissipated in places and was encapsulated. The doctor noted pockets of infection and removed the sling. The patient is currently described as doing fine. No further complications have been reported.